Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damaged charged coupled device unit. The additional evaluation findings are as follows: bending section cover and switch 1 had a scratch; adhesive on bending section cover was chipped; label on light guide connector was peeled; label on video connector was peeled; video connector case had a crack; video connector was deformed; and universal cord was sticky. Due to a dent on distal end, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye videoscope had distorted image when they shook the handle. The issue occurred during the procedure and it was completed with a similar device. There were no reports of patient harm. The device was returned and evaluated; there was no image due to damaged charged coupled device unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was, due to stress of repeated use, external factors or handling of the device. The image sensor unit was damaged, such as disconnection or a part mounted on the electrical circuit board, such as integrated circuit chips and capacitors was broken. The event can be detected/prevented, by following the instructions for use, which state: ¿instructions, operation manual chapter 3: ¿preparation and inspection¿, section 3.6: ¿inspection of the endoscopic system¿, describes how to inspect for the subject event as below. Inspection of the endoscopic image: 1. Before inspection, wipe the objective lens using a clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing, the palm of your hand. Confirm, that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope. And confirm, that the endoscopic image is free from momentary disappearing or other irregularities. Olympus will continue to monitor field performance for this device.